Manufacturer narrative:
B5: additional event information based on clinical review was added. H6: health effect - impact codes added.

Event description:
Additional updated clinical review added. An impella cp was placed to support the 69 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, noted to be in scai stage d shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting and after one day of support there was noted hematuria and elevated labs that were indicative of hemolysis. The team observed the pump was out of appropriate position, as the pump had migrated deep. The labs were drawn and the plasma free hemoglobin was reported to be over 500mg/dl initially, but did drop to 60mg/dl over time. The patient was on continuous renal replacement therapy (crrt). The pump was not explanted and remained on for support. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The field representative responded that the impella cp explanted due to hemolysis, and an iabp implanted after explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed to support the 69 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, noted to be in scai stage d shock. Any other cardiac or systemic comorbidities are unknown. The pump was supporting and after one day of support there was noted hematuria and elevated labs that were indicative of hemolysis. The team observed the pump was out of appropriate position, as the pump had migrated deep. The labs were drawn and the plasma free hemoglobin was reported to be over 500mg/dl initially, but did drop to 60mg/dl over time. The patient was on continuous renal replacement therapy (crrt). The pump was not explanted and remained on for support. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Added: b1 (is product problem), d3 (manufacturer fax), and d6a (date of explant).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood / hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.